Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the device option key for ibp/temp is missing. It was reported that the alleged failure was observed while in use on a patient. No adverse patient impact was reported to philips.

Event description:
The dealer reported the device option key for ibp/temp is missing and he is trying to restore the options. It was reported that the alleged failure was observed while in use on a patient. No adverse patient impact was reported to philips.